Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into multiple stations. A technical support specialist (tss) dialed into the station and reviewed the medication application logs. Searched for the reported username and confirmed the latest result showed a successful sign-in. Contacted the customer, who verified that the issue was resolved and they were able to log in. Customer granted permission to close the case. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to log into multiple stations, when customer entered the username, station did not prompt for the biometric identifier and there was no error messages displayed on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.